Event description:
It was found during evaluation at bd service facility that there are dark horizontal lines in the ultrasound image due to an internal failure within the rfid antenna causing interference with the beamformer.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, it was found that there are dark horizontal lines in the ultrasound image. The root cause is due to an internal failure within the rfid antenna causing interference with the beamformer.